Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An engineer reported that during a photocoagulation procedure the laser presented with low potency. The case was completed as planned. There was no patient harm.

Manufacturer narrative:
The customer reported that the system had low power. There was no patient impact as a result of this event and the procedure was completed as planned. The company service representative examined the system and measured the power output but did not indicate finding any issues related to the reported low power. Preventative maintenance was performed. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. Root cause the root cause cannot be determined conclusively. (B)(4).